Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.4, g.4.

Event description:
Through journal article "the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants", healthcare professional reported the following indications for revision surgery in 588 patients (1128 breasts): cosmetic reason (244 patients), capsular contracture baker grade I-IV (215 patients), "implant rupture" (81 patients, 245 breasts), "symptoms of bia-alcl" (12 patients), and seroma (5 patients). Healthcare professional also reported the following indications which are not device-related: "symptoms of breast implant illness" (9 patients) and "trauma to the breast" (2 patients). Pathological markers confirming alcl have not been received. Affected sides and device status are unknown. This record is for the 65 textured breast implants that includes textured cui devices.

Manufacturer narrative:
Article citation: eiler frydshou bak, e., larsen, a., kongsmark weltz, t., jorgensen, m. G., orholt, m., mandrup timmermann, a., birch mathisen, s., aydin, d., frokjær ulrik, a., boldt stralman, k., nejrup hemmingsen, m., vester-glowinski, p. V., & herly, m. (2024). The prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants. Aesthetic surgery journal, 45(1), 34¿43. The events of "capsular contracture", "lymphoma-alcl-suspected", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "symptoms of bia-alcl"; capsular contracture baker grade iii/IV; rupture; seroma

Event description:
Through journal article "the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants", healthcare professional reported the following indications for revision surgery in 588 patients (1128 breasts): cosmetic reason (244 patients), capsular contracture baker grade I-IV (215 patients), "implant rupture" (81 patients, 245 breasts), "symptoms of bia-alcl" (12 patients), and seroma (5 patients). Healthcare professional also reported the following indications which are not device-related: "symptoms of breast implant illness" (9 patients) and "trauma to the breast" (2 patients). Pathological markers confirming alcl have not been received. Affected sides and device status are unknown. This record is for the 65 textured breast implants that includes textured cui devices.